Manufacturer narrative:
A review of functional test, device history record, quality control, specification, complaint history, documentation, manufacturing instructions and visual inspections was conducted during on the returned product during the investigation. There were two stone extractors returned for investigation. Device #1: the device was returned with the unidex (udh) handle half way between open and close. The basket formation is in the closed position. A visual examination noted the cannulated handle is protruding the black pin vise knob 5 mm beyond the handle. The polyethylene terephthalate tubing (pett) is missing from inside the udh handle. The pin vise knob is tight and secure. The support sheath and the basket sheath are found to be secure. A check of the basket sheath found no kinks or damage. The udh handle does not actuate the basket formation; the missing pett may contribute to the udh handle not actuating the basket formation. Device #2: the device was returned with the udh handle in the open position. The basket formation was in the closed position. A visual examination noted the cannulated handle is protruding the black pin vise knob 2.2 cm beyond handle. The pett is missing from inside the udh handle. The pin vise knob is tight and secure. The support sheath and the basket sheath are found to be secure. A check of the basket sheath found no kinks or damage. The udh handle does actuate the basket formation to the open and closed positions. The device history record was reviewed and three non-conformances were noted, which were not related to the reported failure. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the ngage nitinol stone extractor basket would not close during the transurethral uretero-lithotripsy (tul) procedure. It was reported that the physician inserted the device into the accessory channel of endoscope and attempted to remove the renal stones. The physician was unable to open/close the basket at the target site. The physician used another ngage nitinol stone extractor as a replacement, but same issue was observed. The physician again replaced the device to complete the procedure. There were no reported adverse patient consequences. The product was returned for investigation.